Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging of lung disease. In addition, the patient also alleged eye irritation. At this time the patient required no medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.